Event description:
The customer reported the bending section of the choledocho videoscope had a pinhole. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the insertion tube was peeling. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was not maintained due to holes in the bending section. In addition, evaluation found the flexible tube of the insertion section was crushed, pain on the up/down plate was peeling, the label on the light guide connector came off and scratches was found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date the pinhole was observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating on the insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.